Manufacturer narrative:
Date of event, device available for evaluation: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article that unspecified device failure with prostar xl in patient #12 may have led to artery rupture. The pre-close technique was used prior to a transfemoral transcatheter aortic valve interventional procedure with an esheath 16 fr sheath and a sapien 3 29 mm valve. The article does not provide specific treatment for the patient. Unspecified intervention was required. Details are listed in the attached article, titled "effectiveness of upfront combined strategy for endovascular hemostasis in transfemoral transcatheter aortic valve implantation."